Event description:
It was reported that during a lap chole procedure, the clip broke and it jammed. No additional information is available. One device will be returned.

Manufacturer narrative:
(B)(4). Broken cam. Evaluation summary: the analysis results for the el5ml device found that it was returned with the jaws disengaged from the cam due to a broken cam. The device was cycled and ejected the remaining clips due to the jaws and cam condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to determine the cause of this issue. No incident related to the reported event was observed during the batch record review.